Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that (B)(6) 2005: patient presented with pre-op diagnosis: internal disk derangement l3-l4 and status post bilateral microdiskectomy l3-4. Procedure: 1) transforaminal lumbar interbody fusion l3-l4 with a cage and bmp. 2) posterolateral fusion left with bmp and bone graft/allograft and previous pedicle screw instrumentation l3-l4 utilizing legacy screw instrument. Op notes: after discectomy, bmp impregnated collagen sponges were placed in the anterior aspect of the intervertebral disk space. An appropriate size cage implant was affixed to its inserter and packed into disk space on its direct visualization. Lateral x-ray confirms proper positioning of the device. A 6.5mm legacy screw was then passed down the pedicle without difficulty. Identical procedure was performed at the l4 level as well as the opposite side. Bmp- impregnated collagen sponges rolled up upon itself with bone graft/allograft. No complications were reported. Patient alleges unspecified injuries due to rhbmp-2/acs.